Event description:
Complainant alleged that while attempting to defibrillate a 68-year-old female patient in ventricular tachycardia, the device displayed a "defib pad short" message and was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the customer's report was observed during review of the device history logs. However, the device was put through extensive testing including full functional testing and defib shock testing using a test multifunction cable without duplicating the report. Review of the device logs showed occurrences related to the customer's, it does not necessarily indicate a device malfunction. The log indicated a connection problem between the pads/adaptor/multifunction cable/device, or an issue with the accessories. The accessories used were not returned to zoll for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old female patient in ventricular tachycardia, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.